Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation and pace sense leads triggered an alert due to high impedance values. The impedance values returned to normal. Noise was reproducible and it was determined that this was a sign of lead rv coil fracture. Both rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.